Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, detached adhesive of the bending section cover on the distal end was observed. There was no patient involvement.